Event description:
It was reported that the device was showing error code 46440. Patient involvement was unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device was showing error code 46440" was confirmed through functional testing. The probable cause was a faulty mainboard and was therefore replaced. The firmware was reloaded and the pump passed functional and accuracy testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.